Event description:
I had the essure procedure done (B)(6) 2009, I bled constantly for 8 months following the procedure. The doctors told me that every patient was different and give it time. So after about a year I went to an ob doctor and expressed my uncomfortable feeling in my lower stomach and the pain (which felt like I was in labor) would hit me a couple times a week. Once again, I was "just recovering" as they told me even though my periods were so heavy that I was wearing double the protection a normal woman would. I moved back into the town where I had the procedure done and got a different ob. I explained that for the last 5 and now almost 6 years my concern and painful contraction-like feelings. He presumed to tell me that their office didn't even do the essure because they researched all the side effects and would be too many extra appointments and didn't feel it was safe so they never even offered it. He finally got me in his office and explained that he was putting me on a birth control to help my periods and hopefully I would feel better. Now it's been 6 months and not lifting anything over 25 lbs has made such a difference in my life. Finally, after 6 years of torment, pain and several doctors, I finally got one to help me. I was told if they try to remove my essure implants that it would cause more harm than good.